Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt). The pt reported in (B)(6) (2020) he was in a car wreck; his left femur was broken, pt had to have surgery after which pt noticed a change in how he feels stim, no longer feeling it in his left leg. Pt said normally, the feeling of stim that helps his pain goes from his right knee and hip then to his left knee, in a "continuous circuit". Redirected to hcp.